Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("having a lot of bleeding after tried to insert the essure twice/ bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device difficult to use "having a lot of bleeding after tried to insert the essure twice/ bleeding". The patient's past medical history included miscarriage in 2013, abortion (2004 or 2005), failed attempted abortion (2004 or 2005), d & c (due to failed abortion in 2004 or 2005), multigravida and parity 2 ((B)(6) 2008 and (B)(6) 2011). Previously administered products included for birth control: depo-shot in 2013 and birth control pill from 2011 to 2013. Past adverse reactions to the above products included pregnancy on oral contraceptive with birth control pill. Concurrent conditions included obesity, non-smoker, menses irregular and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding (cramping)"), uterine pain ("severe persistent pain in the uterus (cramping)"), adnexa uteri pain ("severe persistent pain in the ovaries (cramping)") and back pain ("back pain"). In 2013, the patient experienced migraine ("migraines/ pain is in her head"), dyspareunia ("painful intercourse") and coital bleeding ("painful intercourse with bleeeing"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions / mental health issues"), anxiety ("mental anguish"), emotional distress ("suffering associated with her physical injuries") and menorrhagia ("heavy periods"). The patient was treated with aripiprazole (abilify), duloxetine hydrochloride (cymbalta), vicodin (lortab) and surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2013. In 2013, the dyspareunia and coital bleeding had resolved. In (B)(6) 2013, the vaginal haemorrhage had resolved. In (B)(6) 2013, the uterine pain and adnexa uteri pain had resolved. At the time of the report, the abdominal pain lower, genital haemorrhage, mental disorder, anxiety and emotional distress outcome was unknown and the migraine, back pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, back pain, coital bleeding, dyspareunia, emotional distress, genital haemorrhage, menorrhagia, mental disorder, migraine, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she did not experienced hypersensitivity reaction to nickel or any other component of essure. She denied to be allergic to nickel or any other component of essure. She did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. She had various emergency room visits in unspecified dates for anxiety and migraines. According to medical records, the plaintiff added she had an unsuccessful essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Ultrasound scan - on an unknown date: results were not provided. On (B)(6) 2013 - ur hcg - negative. Ultrasound pelvis non ob (us transvaginal) - abnormal linear echogenic structure in the high right uterine wall possible foreign body related to recent unsuccessful essure fallopian implant placement. Both essure coils did not deploy and were removed from uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower and vaginal haemorrhage, uterine hemorrhage. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and medical records received. Events added from pfs- heavy periods, did not undergo confirmation test, painful intercourse with bleeding. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("having a lot of bleeding after tried to insert the essure twice/ bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having a lot of bleeding after tried to insert the essure twice/ bleeding". The patient's past medical history included miscarriage in (B)(6), abortion ((B)(6)), failed attempted abortion ((B)(6)), d & c (due to failed abortion in (B)(6)), d & c (due to miscarriage) in (B)(6), multigravida and parity 2 ((B)(6) 2008 and (B)(6) 2011). Previously administered products included for birth control: depo-shot in 2013 and birth control pill from 2011 to 2013. Past adverse reactions to the above products included pregnancy on oral contraceptive with birth control pill. Concurrent conditions included obesity and non-smoker. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding (cramping)"), uterine pain ("severe persistent pain in the uterus (cramping)") and adnexa uteri pain ("severe persistent pain in the ovaries (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/ pain is in her head"), back pain ("back pain"), dyspareunia ("painful intercourse"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions / mental health issues"), anxiety ("mental anguish") and emotional distress ("suffering associated with her physical injuries"). The patient was treated with surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2013. In 2013, the dyspareunia had resolved. In (B)(6) 2013, the vaginal haemorrhage had resolved. In (B)(6) 2013, the uterine pain and adnexa uteri pain had resolved. At the time of the report, the abdominal pain lower, genital haemorrhage, mental disorder and anxiety outcome was unknown and the migraine and back pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, back pain, dyspareunia, emotional distress, genital haemorrhage, mental disorder, migraine, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she did not experienced hypersensitivity reaction to nickel or any other component of essure. She denied to be allergic to nickel or any other component of essure. She did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. She had various emergency room visits in unspecified dates for anxiety and migraines. According to medical records, the plaintiff added she had an unsuccessful essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan - on an unknown date: results were not provided. According to medical records: on (B)(6) 2013 - ur hcg - negative. On (B)(6) 2013 - ultrasound pelvis non ob (us transvaginal) - abnormal linear echogenic structure in the high right uterine wall possible foreign body related to recent unsuccessful essure fallopian implant placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical records - new reporters; demographic data; medical and drug history; indication; insertion date update; removal date; event severe and permanent injuries deletion; new adverse events (mental health issues, having a lot of bleeding after tried to insert the essure twice, vaginal bleeding, severe persistent pain in the uterus and ovaries, cramping, migraines/ pain is in her head, back pain, painful intercourse, essure caused or aggravated any psychiatric and/or psychological conditions, mental anguish, suffering associated with her physical injuries. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.